Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in finland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the patient was hospitalized on (B)(6) 2021 due to stomach pain. A gastroscopy was performed and it was noticed that the peg tube had slipped on the distal side of the pylorus (the retention plate of the peg tube was found there) and the peg tube was pulled back into place. On (B)(6) 2021 it was reported that the peg tube remained in place.